Manufacturer narrative:
Concomitant medical products: sigpshell, sig power sigpshell control shell (lot#sigpshell); sigphandle, sig power sigphandle handle (serial#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the stapling of the stomach, as the reload was on third or fourth firing, the knife blade cut through the reinforcement material, but it also ripped an additional strip of material on the ¿stay side¿ of the stomach. Essentially after that firing, there was less reinforcement material left on the stay-side of the stomach because an extra small strip of it ripped off during the fire. There were still three staple-lines, just less of a buffer of reinforcement material on the stay-side. When the specimen was removed, the stomach was inspected, and there was a portion of the staple line that was incomplete centrally, only on the specimen side of the stomach that was removed, thus leaving a hole in the staple line halfway through the firing. It did not drop staples and left a hole, and there was no hole on the stomach that stayed inside the patient. The staple line did not need to be fixed on the side of the stomach that is staying with the patient. The tissue was damaged. To resolve the issue, a leak test was done and there were no leaks detected, and the doctor did not do any additional clipping or suturing on the portion of the staple line that had less reinforcement material. It was noted that there was no issue with the shell, powered handle and adapter.